Event description:
The patient's PICC line required repositioning as result of x-ray examination. When the dressing was removed from the catheter it was noted that the lavender catheter strain relief had separated from the luer hub and slid down the length of the catheter tubing. Catheter replacement procedure performed without incident. The catheter was removed and sent to biomedical engineering for evaluation.